Manufacturer narrative:
D4: unique identifier (UDI)# (B)(4), should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cornea is clear and the anterior chamber is deep. Cause of the event was unknown.